Event description:
Physician reported uterine perforation.

Manufacturer narrative:
User error (off-label use) resulted in a breach in the integrity of the uterine wall. During attempted second ablation, physician perforated uterus. Second ablation was not performed. No add'l surgical intervention and/or extended hospital stay were required. No device malfunction. Device performed as intended.